Manufacturer narrative:
Evaluation results: inherent risk of procedure - (cva/stroke). Evaluation conclusions: inherent risk of procedure - (cva/stroke). (B)(4).

Event description:
During index procedure the patient had 2 endeavor drug-eluting stents implanted to the rca. Approximately 35 months post index procedure the patient was hospitalized with subarachnoid bleeding and stroke was confirmed. Patient was treated with a surgical procedure and recovered.